Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pts ins did not feel like it was doing what it was supposed to do for it was not holding a charge long. They were needing to recharge the ins more frequent. Pt noted it had never been great since they got it 8 or 9 years ago but in the last year or so they had to charge it more often. The patient was redirected to their healthcare provider to further address the issue. Pt called back in repeating information in this case. Pt then asked about other implants on the market - agent reviewed information and redirected to healthcare provider (hcp) for next steps on replacement. Pt asked about what will be replaced - agent reviewed information. Agent reviewed pt will need to follow up with hcp for replacement plan of internal equipment.  Pt stated they have doctor appointment in april. Agent provided  national answering service (nas) number  for doctors office and redirected to hcp for next steps on replacement and insurance pay ment questions.

Manufacturer narrative:
H6: previously reported imf code f26 <(>&<)> ime code e2403, are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient clarified the first unit installed in 06 worked much better tan this one. Cause was tired battery. Steps taken is a new unit has been implanted. The last unit worked but not as well as the first. A new unit was implanted on (B)(6) 2024 but is not helping pain in hips+back+right leg. Only sensation is in left rb cage.